Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty filter-inductor on the system board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would intermittently not power up. Complainant indicated that the device eventually powered up to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.